Manufacturer narrative:
Balt USA has aligned the united states mandatory reporting process with balt extrusion. Under this improved reporting process, "similar devices" between balt extrusion and balt USA have been defined. All complaints received by balt extrusion and related to such similar devices which are marketed in the united states by balt USA shall be evaluated by balt USA according to MDR requirements. A retroactive analysis was performed on legacy complaint records to identify any prior occurrences deemed MDR reportable. This complaint has been deemed MDR reportable under this program and recorded in the balt USA complaint management system. Balt USA's reference number: (B)(4). Here is the summary of event and investigation as reported by balt extrusion: on (B)(6) 2019, balt extrusion received a complaint regarding the use of a single hybrid guidewire. Details reported as follows: "during the intervention the 30cm tip has separated from the guidewire and could be saved with a snare. No patient injury." The returned product was inspected in our quality laboratory. During our analysis, we noted that the guidewire was ruptured at the level of the welding between the nitinol part and the stainless steel part. All cases of rupture of the device: 2014: 0 ((B)(4)) 2015: 0 ((B)(4)) 2016: 1 ((B)(4)): ratio: (B)(4). 2017: 7 ((B)(4)): ratio: (B)(4). 2018: 4 ((B)(4)): ratio: (B)(4). 2019: 3 ((B)(4)): ratio: (B)(4). Global: 15 ( (B)(4)): ratio: (B)(4). The review of the DHR (device history record) did not highlight any anomaly during the manufacturing process. The in-process controls performed on the welding and on the products conformed to their specifications. A 100% visual control is made on the hybrid during the manufacturing process. Furthermore, the welding process is validated and no anomaly is observed to date on the periodic monitoring. No other complaint is registered on this batch number. This kind of issue could have occured during the manipulation because of an excessive traction, bending or twisting of the device. As mentioned in the IFU (see 5. "Directions for use" and 6.1 "precautions for use"): "avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire"; "remove the guidewire slowly once the goal has been reached"; "never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient". As a result, we cannot accurately determine the origin of the incident. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This issue will remain subject to continued tracking.

Event description:
It was reported that: "during the intervention the 30cm tip has separated from the guidewire and could be saved with a snare. No patient injury."